Manufacturer narrative:
H11: h2: additional information on: e1, e2, e3. Corrected information on: b5. H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The electrode is missing from the tip, and only stands inside the tip spacer remain. The shaft covering is missing a large portion of body towards the tip from it being removed/ripped off. A functional evaluation was performed on the returned device and found it registered settings (1,7). The wand cannot produce plasma due to the missing electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site and/or mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a shoulder repair, the electrode head of one (1) super multivac wand fell off. No pieces were left inside the patient. The procedure was resumed, using an equivalent s+n backup, with a non-significant delay. Additional anesthesia was not required. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder repair, the electrode head of one (1) super multivac wand fell off. No pieces were left inside the patient. The procedure was resumed, using an equivalent s+n backup. Additional anesthesia was not required. No further complications were reported.